Manufacturer narrative:
Reported event: an event involving an accolade stem regarding disassociation was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Additionally, the patient wants to know if any of the implants are under recall; based on the device information it has been confirmed that this device is not under any recalls. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by counsel that claimant underwent right tha on (B)(6) 2012 and was implanted with a lfit anatomic v40 femoral head and accolade tmzf hip stem. She was revised on (B)(6) 2021, due to alleged femoral head dissociation.